Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 14.4 mmol/l at the time of the call. The customer stated that they were experiencing high blood glucose when they primed the device and received a no delivery alarm. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump passed displacement test. However, the insulin pump alarmed prime during basic occlusion and unable to prime during prime test due to faulty force sensor. The insulin pump was unable to perform excessive no delivery test and occlusion test due to prime anomaly. The drive support disk was inspected and no anomaly was noted. No cosmetic damage noted.